Manufacturer narrative:
Codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Upon investigation of the actual device used in the incident it was determined that or6 anesthesia system was running extremely slow. A field service engineer confirmed that there was no issues on the device. The system functioned as intended after the field service engineer inspected the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the or6 pyxis anesthesia es system was running extremely slowly and had to end users restart the machine to be able to use it during cases. The customer reported that there were communication issues with this device intermittently for weeks. The manufacturer tried to reach out to the customer for further information about this malfunction, but no additional information was released. There were no adverse events or injuries reported based on this incident.